Event description:
It was reported that a malfunction occurred with the pump displaying malf 13, which could not be reset. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections (mdi) as a backup therapy, and technical support arranged for a replacement pump.